Manufacturer narrative:
E1-facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced no power (dead battery) during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, there was no power due to a dead battery. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance of this device.

Event description:
No additional information received from customer.